Event description:
The customer reported that a b30 error occurred during set up involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.